Event description:
The customer reported that the system displayed a corrupted images error message during boot up and the sample cine run locked up the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The incoming power ac voltages were checked. The image processor and cine bridge boards and connectors were reseated. The vortex image processor printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.